Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action. Pfs and medical records received. Operative notes indicated extensive metallic debris with blackening of the entire hip capsule, a vertical cup, and a loose screw with a head broken off. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain and difficulty ambulating. There is no additional information that would affect the outcome of this investigation.

Event description:
Patient seeking legal action. Pfs and medical records received. Operative notes indicated extensive metallic debris with blackening of the entire hip capsule, a vertical cup, and a loose screw with a head broken off.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. A review of the device history records for the broken screw did not reveal any manufacturing deviations or anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is unlikely to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of the cup.